Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was implanted, reducing mr to a grade of 2. On an unknown date, the patient returned with heart failure (hf) symptoms. An echocardiogram was performed and revealed that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2024, an additional mitraclip procedure was performed. No clips were implanted.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent mr and heart failure were cascading effects of the reported slda. The reported patient effects of mitral regurgitation and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was implanted, reducing mr to a grade of 2. On an unknown date, the patient returned with heart failure (hf) symptoms. An echocardiogram was performed and revealed that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2024, an additional mitraclip procedure was performed. No clips were implanted. Subsequent to the previously filed report, additional information was received:¿ on (B)(6) 2024, the patient returned with heart failure (hf) symptoms. An echocardiogram was performed and revealed a single leaflet device attachment (slda), causing mr to increase to a grade of 4.